Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A purchasing agent reported an intraocular lens (iol) that was scratched. There was no patient contact. Additional information has been requested.